Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed and therefore the parts are not dis-/reassemable, the charged coupled device has a kink and therefore the parts are not dis-/reassemable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube is deformed and therefore the parts are not dis-/reassemable. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope was bent and had two dents along the shaft. The issue was found during sedation - device inside patient - during a diagnostic laparascopy procedure that was completed with the same device. There were no reports of patient harm.